Event description:
Reporter states that the cuff does not maintain pressure. Reporter confirmed that patient was decannulated and recannulated with a replacement tube.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.